Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: robotic prostatectomy. Event description: [hospital] surgeon pushes the thumb ring forward to deploy the bag but the bag dropped out of the sheath. There is no impact to patient. User replace with a new one to complete this surgery. There is no other instruments to effect this event. Product is available for return. Additional information was received via email on 06jul2023 from [name], [facility] purchasing representative the supports remained inside the introducer tube. The bag fell out when the actuator was pushed forward. Graspers were also being used at the time of the event. Additional information was received via email on 21dec2023 from [name], [facility] purchasing representative "when the support frame of this instrument is partially unfolded and extended just a bit, the bag falls out of the tube, with its tip slightly exposed inside the patient's body." Intervention: user replace with a new one to complete this surgery. Patient status: fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of specimen bag falling off the metal supports. Based on the condition of the returned unit and the description of the event, it is likely that the actuator was pushed forward during initial deployment, resulting in the bag falling off the metal supports. It is also possible that the actuator was retracted prior to full actuation, leading the tissue bag to fall off the supports as the actuator was fully deployed. Based upon the initial description of the event, the event was not reportable as it was deemed unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical determined that this event is reportable due to the exposed metal supports.

Event description:
Procedure performed: robotic prostatectomy. Event description: [hospital]. Surgeon pushes the thumb ring forward to deploy the bag but the bag dropped out of the sheath. There is no impact to patient. User replace with a new one to complete this surgery. There is no other instruments to effect this event. Product is available for return. Additional information was received via email on 06jul2023 from [name], [facility] purchasing representative the supports remained inside the introducer tube. The bag fell out when the actuator was pushed forward. Graspers were also being used at the time of the event. Additional information was received via email on 21dec2023 from [name], [facility] purchasing representative "when the support frame of this instrument is partially unfolded and extended just a bit, the bag falls out of the tube, with its tip slightly exposed inside the patient's body." Intervention: user replace with a new one to complete this surgery. Patient status: fine.